Manufacturer narrative:
The information given was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the pump did not delivery insulin and high blood glucose. The customer declined to report the incident to medtronic 24 hour technical support department. It is unknown if the customer was wearing the insulin pump during the hospitalization. The insulin pump and reservoir will not return for analysis.